Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 250 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery. The customer had manual injections available as alternate insulin therapy.